Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 225cc mentor memorygel breast implant, catalog #3507225bc, lot #237837. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 225cc mentor memorygel breast implants. Magnetic resonance imaging was used to diagnosis bilateral rupture on (B)(6) 2018. The left sided rupture was noted to be more pronounced than the right sided rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-02741 for contralateral prosthesis report)

Manufacturer narrative:
The device history record (DHR) for the lot number 233756 was reviewed on 5/18/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/6/2018 mentor received additional information regarding an explant date being set for the patient. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 225cc mentor memorygel breast implants. Magnetic resonance imaging was used to diagnosis bilateral rupture post procedure. Upon receipt by mentor, the gel contained in the device appeared clear. Red material was observed within the device and gel on the shell surface. The product evaluation team discovered a rent measuring approximately 20 cm within shell abrasion on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/4/2018. The event date has been updated. The serial number of the product has been obtained. The patient suffered left sided capsular contracture (baker's grade unknown) in addition to the rupture previously reported. The mentor failure analysis lab received the device for evaluation on 7/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).